Event description:
It was reported that the patients ipg was nearing to be non-functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.